Manufacturer narrative:
Only the product name (i.e. No size, no lot, no ref) and an event description were provided. The event date was not reported. The complaint instruments were not returned. Images of the case such as angiographies or ivus records could also not be obtained. Therefore, no complaint investigation could be performed. The information provided by the hospital was not sufficient to establish whether a device deficiency or a deviation from the manufacturing process could be the cause for this event. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The lesion in the lad was pre-dilated and stented with a des, after stent deployment a perforation was noted. A pk papyrus covered stent system was selected for treatment of the perforation, but the device could not be positioned across the coronary perforation secondary to tortuosity of the proximal lad segment. Despite the use of guideliner, the stent sheared off the balloon. It was not possible to retrieve the dislodged stent. An attempt was made to place another pk papyrus stent which also was not successful due to loss of the 1st pk papyrus stent in the proximal lad/distal left main. After removing the 2nd pk papyrus device, it was noted that this stent also sheared off the balloon. However, it was possible to retrieve the 2nd stent as it sheared off within the 7f guideliner. Ivus of the left main was performed in order to identify the precise location of the 1st papyrus stent. At this juncture, it was decided that surgical ligation of the bleeding artery with bypass was the patients best option. This complaint refers to the second stent. The first stent is filed separately.